Manufacturer narrative:
The IFU was reviewed and was confirmed to include hypotony as a known complication and adverse reaction. The device history record for the lot involved was reviewed and no issues were observed. Product was manufactured, tested, and released per validated procedures. Device not returned. If device is returned to nwm, an addendum will be filed to capture evaluation.

Event description:
Doctor reported, "cataract/ ahmed valve od performed on (B)(6) 2022. Went well. Pod 1, eye was formed and conj. Closed. Pt. Seen 2 days later and conj. Was dehisced over tube so pt brought back to operating room to re-suture conj. And eye was watertight and ac was formed and filled with viscoelastic. 2 days later pt came in as emergency and ac was completely flat- seidel negative. Ac re-formed at slit-lamp and pt came back the next day with a completely flat ac again. Seidel negative. Pt. Sent to retina and was found to have no choroidals and no posterior pressure pushing forward. I presume that the valve mechanism of the implanted ahmed is not functioning properly. I'm planning bringing her back to the operating room to re-inflate ac and do an ahmed valve exchange."